Manufacturer narrative:
On (B)(6) 2021, infutronix received the image for the affected administration set from the end user. Visual inspection confirmed that the tubing connector on the distal end of the cassette module was snapped and broken. The reported issue was confirmed.

Event description:
On (B)(6) 2021, a clinical director of infutronix reported a complaint from an end user: "an administration set model hs-008-b, lot 2103004 became disconnected from the cassette must likely due to the patient." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device (B)(4).